Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating the patient was experiencing patient symptoms and imbalance and numbness were due to both leads. Surgical intervention took place the l3 and l4 leads were explanted to address the issue. The ipg was left implanted in the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was admitted into the hospital, due to the patient had a fever and was experiencing weakness and heaviness in their right leg. Currently the patient is doing better, and the symptoms are resolving. Surgical intervention may take place at a future date to address the issue.